Event description:
Prior to implantation, a crack was noticed in the port housing of the implant. A second port was opened and a crack was identified at the suture anchoring site. All inventory was pulled and inspected resulting in 14 out of 16 ports having visible cracks, all of the same lot number.